Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, the photos were provided. Upon visual inspection of the photos, it was observed that the implants and suture were not on the needle. No external damage could be observed on the needle and sleeve. The photo did not provide enough evidence to confirm the complaint. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Hands on analysis should provide the evidence necessary to confirm the root cause. The double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the main pusher rod is bent upwards; it can deploy both implants at the same time; this bend in pusher rod is typical of aggressively removing the needle. However, it cannot be conclusively affirmed. As per IFU, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6)2022, it was observed that two plates on the omnispan meniscal repair 27deg device were deployed at the same time after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.